Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Initial reporter occupation: attorney.

Event description:
Litigation alleges patient suffers from toxic cobalt-chromium metal ions, pain, suffering, immobility, and injury. Update 2/5/2015- pfs and medical records received. After review of the medical records for MDR reportability, lab results from (B)(6) 2014 indicated the metal ion levels were above 7ppb. Update ad 4 may 2018: com-(B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what was previously reported, ppf alleges infection, metal wear, metallosis, and elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.